Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the reported issue occurred a coronary diagnostic procedure which could be completed by deleting the exam to make enough space for the on-going procedure. The philips remote service engineer (rse) inspected the system remotely with the customer. The system logfiles were checked and confirmed that the image processor issue was caused by the smart data frontal ip-pc image disk 2. The rse recreated the image store and executed a cold restart. Image acquisition tests were successful, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. (Device) problem code grid code was corrected.

Event description:
It was reported to philips that the system shows error message indicating the disk was full, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.